Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury cannot be determined. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leaflet damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. A hole in the posterior leaflet was noted after implantation of the xtw mitraclip. Another clip was attempted to treat the leaflet tear; however, it was decided not to implant the clip. There was no device issue/malfunction during use. Final mr was at grade 3. No additional information was provided.